Manufacturer narrative:
Qn# (B)(4). For related complaint refer to MDR #3010532612-2018-00340 and tc # (B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is not able to be confirmed. Upon return, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iab bladder in the packaging tray. This damage indicates the iab was not prepped correctly per the IFU. Additionally, the returned iab bladder was fully unwrapped and the iab was unable to be advance through its appropriate sheath due to the unwrapped bladder. The iab is to be inserted through a sheath if the bladder is fully wrapped. The bladder was within dimensional specifications. The root cause of the complaint is a result of improper prep per the IFU. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. An in-service for the customer will be performed to reiterate the appropriate method for iab prep/removal from its packaging.

Event description:
It was reported that the intra-aortic balloon (iab) catheter was replaced meanwhile not changing the sheath and the catheter could not pass. Finally, iabp was giving up and the dosage of the drug was increased, the patient was discharged smoothly. There was no patient death or serious injury or reported. Patient current condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). For related complaint refer to MDR #3010532612-2018-00340 and tc #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was replaced meanwhile not changing the sheath and the catheter could not pass. Finally, iabp was giving up and the dosage of the drug was increased, the patient was discharged smoothly. There was no patient death or serious injury or reported. Patient current condition reported as fine.